Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thirteen days post implant a pocket hematoma had developed which required surgical intervention. The hematoma was evacuated and the implantable cardioverter defibrillator (ICD) remained in use. No further patient complications have been reported as a result of this event.